Event description:
The surgeon provided additional info. The patient's best corrective visual following cataract surgery is 20/20.

Event description:
A surgeon reports that damage was noted at the junction of the haptic to the intraocular lens after the lens had been inserted in the eye. The incision was enlarged to accomodate removal of the lens. Additional information has been requested.